Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of high lead impedance was confirmed in the laboratory and was due to excess medical adhesive found on the ring electrode.

Event description:
It was reported that during the implant procedure, high pacing lead impedance was observed when the lead was tested through the psa. The lead was replaced with no further issues.